Event description:
During a surgical procedure to replace the patient's ipg on (B)(6) 2023 it was discovered that one of the patient's leads was exhibiting high impedances. The lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.